Event description:
The atrial lead was returned to the manufacturer, analyzed and subsequently tested out of specification. Review of the manufacturer's database revealed the patient had died. Follow up with the physician reported the patient had a history of copd and chronic renal failure, and they last saw the patient in 2008. There is no allegation that the death was device related. The cause of death was requested, but not received.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.there was no indication the death was device related; the cause of death has been requested but has not been received. Evaluation summary: inner insulation separation. Proximal segment returned and analyzed.